Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's activity log. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The ac charger was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.